Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of the clinical study reported the patient with indication of spinal pain had a shocking sensation with positional changes when the stimulator was turned on. The patient turned the device off two months prior because it was "electrocuting" them intermittently. The patient had several reprogramming sessions to address the problem but the stimulator "would not hold the settings for long." The patient indicated "maintain the stimulator and getting it to work well for them had become more of a hassle than they wanted to deal with." The clinical site did not take any action and the event was considered unresolved at the time of study exit. Etiology was noted as due to stimulation. The event was related to the device or therapy and not related to the implant procedure. Additional follow up on reason for exit from study is being conducted.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient was no longer available for follow up.